Event description:
It was reported that the patient was experiencing blisters when charger is placed over the ipg implant site. The patient was also feeling a burning sensation a few minutes after wearing the charger.